Event description:
It was reported that the fowler gets stuck while engaging the handles. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The hospital has provided the serial numbers for all of the (B)(4) m-series w/big wheel model stretchers used at the facility, but have not kept records of which these serial numbers have actually had the reported issue with the fowler. The eval codes have been provided based upon info provided by the customer. The hospital maintenance team performs the repairs. Spring trip, fowler.